Event description:
On (B)(6) 2012, the pt was being treated with the gore excluder aaa endoprosthesis featuring the gore c3 delivery system. The physician deployed the proximal end of the trunk-ipsilateral leg component and attempted to reposition the device into the correct location but the proximal end of the device would not constrain. It was reported that the red safety lock was disengaged and the grey constraining dial would not constrain the device. The device was fully deployed above the renal arteries and the physician used a balloon to pull the device below the renal arteries. The pt tolerated the procedure and is reported to be in good condition.

Manufacturer narrative:
The delivery catheter has been requested to be sent back to gore for analysis.